Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. Upon investigation the electrode belt failed incoming testing. The trunk cable was severed. The root cause for the severed cable was medical professionals cutting off the lifevest in attempt to resuscitate the patient. Monitor sn (B)(4) was returned to the distributor and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device manufacturer date: monitor: 08/28/2015, electrode belt: 04/22/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was in a nursing facility and became clammy and lethargic, with low oxygen levels. The patient was transported to the hospital and became unresponsive. It was reported that medical professionals made efforts to resuscitate and cut the lifevest off the patient.   It was also reported that the patient experienced an appropriate treatment event consisting of 3 shocks. At 10:59:15, 10:59:47, and 11:00:19 on (B)(6) 2020 the patient received appropriate treatments. The patient's rhythms at the time of the treatments was ventricular fibrillation (vf) with CPR artifact and the post shock rhythm was vf with CPR artifact for treatments one and two and CPR artifact with motion artifact for treatment three. Treatments one and two were unable to convert the arrhythmias. The response buttons not were pressed during the event. The patient passed on (B)(6) 2020 at 11:13am. There is no indication of a device malfunction.